Event description:
Customer performed a blood glucose test and received a result of 392mg/dl. 10 units of lantus were dosed based on reading. Customer went back to sleep. Customer was later incoherent and an ambulance was called and they received a reading of 21mg/dl. Customer was given an IV. No controls were in use. A request was made for the return of the suspect device and replacement was sent.